Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that there was surgical procedure performed to remove an artificial urinary sphincter (aus) due to an infection. It was further reported that on the day of the aus removal, the patient began to experience pain near his inflatable penile prosthesis (ipp). There were no further patient complications. This report is for the ipp case.